Manufacturer narrative:
Investigation summary: bd received 3 photos from the customer in support of this complaint. A visual examination of photos was performed and the indicated failure of revealed additive abnormality. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements based on an evaluation of frequency and severity it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 23 devices. The following information was provided by the initial reporter. The customer stated: " the product has contamination."